Event description:
Medtronic 670 insulin pump completely reset and quit all together. I had to reset everything to get it back working. Medtronic is sending me another pump but in my opinion they have not done the proper testing for the release of this medical device. I have had several issues with this device and its other inter-working cgm parts.